Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the pressure transducer (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned pressure transducer pcb has been tested in a ventilator. It failed the pre-use check with internal leakage and pressure transducer tests. It alarmed for paw high during ventilation test. The zero pressure voltage of the returned pressure transducer pcb shows a major drift. A microscopic investigation inside the sensor cavity showed that it was clean. The visual inspection of the returned part shows a liquid contamination all over the pcb. Therefore, no further investigation is needed as liquid contamination can lead to a short-circuit in the affected components and malfunction of the device. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion is that the returned pcb caused the reported issue, and its failure was due to a liquid contamination.